Event description:
Same case as MDR: 2134265-2014-02381; 2134265-2014-02471. It was reported that automatic pullback failure occurred. A 240v ilab cart ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During the procedure, the catheter imaged however, the motor drive unit (mdu) failed to perform automatic pullback. The physician reconnected the mdu and sled several times and checked sterile bag if it had been punctured correctly but still automatic pullback failed. It was reported that no noise from mdu when pullback was attempted. The procedure was completed using manual pullback. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).